Manufacturer narrative:
Continuation of d10: product ID: a820, serial# unknown, product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving clonidine, bupivacaine, and hydromorphone via an implanted pump. The indication for pump use was malignant pain. The patient reported that they were allowed 12 boluses per day, and they were able to connect to their pump to bolus, but they had been holding it for over a half hour and it was only up to 90%. The patient stated that it said retrieving pump settings, but they had been holding it for too long and usually it just happened for a few seconds. The patient mentioned times in the past, it was taking 2-24 hours and being in excruciating pain. The agent walked the patient through clearing the data after which the patient was able to successfully connect to the pump and request/receive a bolus. It was noted that the troubleshooting steps that were taken on the call resolved the issue.